Manufacturer narrative:
(B)(4). Concomitant medical products: femoral stem cementless collarless standard offset 12/14 taper size 5; item#: 574101050; lot#: 3070240. Bone screw self-tapping 6.5 mm dia. 25 mm length; item#: 00625006525; lot#: j7172623. G7 osseoti 4 hole shell 56mm f; item#: 110010246; lot#: 65333759. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 1 month post implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This complaint is not reportable. Further assessment of the event indicated that device did not contribute to the infection, which occurred approximately one month after implantation. Sterile certifications were reviewed and found to be conforming, with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, the implanted products are not identified as the source or contributing to the reported infection. Therefore, the initial report was forwarded in error and should be voided.

Event description:
This complaint is not reportable. Further assessment of the event indicated that device did not contribute to the infection, which occurred approximately one month after implantation. Sterile certifications were reviewed and found to be conforming, with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, the implanted products are not identified as the source or contributing to the reported infection. Therefore, the initial report was forwarded in error and should be voided.